Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle after a transcatheter aortic valve implantation (tavi) procedure using a 14f sheath. Reportedly, a cuff miss occurred. Five other prostyles were attempted but the same occurred. Surgical intervention was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly the pre-close technique was not used. It should be noted that the electronic perclose prostyle instructions for use (eifu), states the pre-close technique should be used for access sites in the common femoral vein using 5f to 24f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced are being filed under separate medwatch report numbers.